Event description:
User facility MDR received by mail from facility. Pt experienced signs and symptoms of a "systemic reaction" while undergoing hemodialysis. The pt began treatment with a fresenius f8 dialyzer that had been reprocessed prior to use with <1% formaldehyde. Hd was terminated after the pt began to complain of "hot flashes, watering eyes and feeling weird". Time of treatment start and time of the onset of symptoms were not available. (The initial reporter of incident is no longer employed at the user facility). The pt was not rinsed back or reinfused, the system was recirculated. After a short time when symptoms subsided, hd was restarted with the same extracorporeal system of dialyzer and bloodlines. The pt then developed shortness of breath, back pain and was discontinued from treatment (reinfused the extracorporeal circuit) and sent to emergency room for eval and treatment as indicated. MDR coded as reaction with improper rinsing of device. Further info to follow. MDR filed due to pt medical intervention. 7/16/1999 facility called to follow-up. Pt was not admitted, but was returned back to the out-pt dialysis facility for hd without incident. Presumed by the health care professional at the user facility to be a formadlehyde reaction.